Event description:
The customer contact reported the device alarmed for whitescreen error. No information was provided; therefore, specific patient information, pump programming, or event details were not available there were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been returned. This reporter represents all the information known by the reporter upon query by hospira personnel.